Manufacturer narrative:
Lot number not provided. The site has indicated that the devices will not be returned for evaluation. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).

Event description:
It was reported during a hysteroscopy, d&c, polypectomy procedure that post-procedure the patient crashed. Nothing happened to the patient after that. Additional information indicated that the patient coded while she was in the operating room. The specifics regarding medical intervention were not available, although there was talk of compressions being given to the patient (not confirmed). During the surgery, the patient was initially under local anesthesia and was coughing and having other issues with respiration, which required the anesthesia team to put her to sleep. The patient was brought to recovery; the patient is healthy. A hysteroscope for diagnostic hysteroscopy was also used in the procedure.